Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported "pain on left breast, on radiology images intracapsular rupture was observed." This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "pain on left breast, on radiology images intracapsular rupture was observed." This record relates to the left side. The device has been explanted and replaced.